Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this reported event was not returned. All available photos were reviewed, and the impactor was found fractured in two more pieces. No other anomalies were noted. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be reopened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this reported event was not returned. All available photos were reviewed, and the impactor was found fractured in two more pieces. No other anomalies were noted. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be reopened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H10 additional narrative:  added: d9 corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this reported event was not returned. All available photos were reviewed, and the impactor was found fractured in two more pieces. No other anomalies were noted. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be reopened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.,the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the procedure the definitive tibial impactor split.